Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Customer states that his normal range is usually about 150-160 mg/dl. Memory reviewed for previous results: (B)(6) at 5:16 am 106 mg/dl; (B)(6) at 5:01 am 86 mg/dl; (B)(6) at 4:53 am 67 mg/dl; (B)(6) at 4:29 am 68 mg/dl. No adverse event reported.